Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. During the evaluation of the device at the manufacturer's service center, the complaint could not be confirmed. The device charged the internal battery to 100%.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.